Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow-up report.

Event description:
It was reported that "the ventilator was connected to a patient who was in critical condition and could not breathe on their own. The ventilator stopped cycling and displayed the message "device failure" on the screen. No patient injury was reported."